Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that prior to use on any patient when the cable was cleaned the gray sheath protecting the wire came away. It was requested that it be considered for warranty replacement. The cable was returned to service. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the gray sheath protecting the wire came away when the cable was cleaned. It was attributed to the atrial alligator clips having been pulled off, that the gray sheath had been stretched and the wire coiled inside it when it was broken off of the alligator clip. Analysis further noted that both alligator clips were missing, the atrial negative boot and identifier were missing, the ventricle identifiers were located up toward the alligator clips and the bottom of the boots were stuck on the identifiers, the boots will not slide over the identifiers (if pulled hard enough damage like this can be seen on the atrial side) and that the positive atrial identifier was moved down toward the junction overmold, was discolored and had the bottom of the boot stuck to it. Analysis further noted that the cable continuity tested ok, no intermittent connection was found. The atrial continuity tested open due to the missing alligator clips. It was also noted that the cable was over two years old and therefore at "end of life."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.